Event description:
It was reported that the customer received a button error alarm on the insulin pump and stated that the buttons were unresponsive. Customer stated that when the buttons did work they were quirky. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.